Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. The field service engineer (fse) performed troubleshooting, attempted to calibrate touch screen and could not calibrate touch screen. Customer complaint was confirmed. The field service engineer replaced touch screen and performed all required performance verification tests per philips' manual. Unit passed all tests successfully.

Event description:
The customer reported touch screen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 13sep2019. Failure investigation verified the customer's complaint of touch screen out of specification. Investigation was unable to calibrate the touchscreen. Resistances were out of tolerance. The root cause of the failure was determined to be resistance drifting screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.